Event description:
It was reported that the external pulse generator (epg) powered up with a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message. Ts suggested removing the battery and reinserting it to reset the epg. The error could not be duplicated. The epg was restored to service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).